Event description:
It was reported that a large volume folfusor under infused during patient infusion. The device was filled with 8000mg flucloxacillin in 230ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.